Event description:
It was reported that there was error code 1821 and 1830. There was no patient involvement.

Manufacturer narrative:
One device was returned for repair in used condition. This device has not been serviced in the past. Functional testing verified primary problem of error code 1821 and 1830. Found motor was locked due to alarm message displayed error. Replaced motor to correct the issue. The device passed all functional tests after the repair.